Event description:
It was reported that the external pulse generator was returned for repair. Per follow up, no additional information is available. The unit was found in the biomedical department of the hospital and no patient involvement was indicated. The device was analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the lower case was broken, knobs were damaged, both bail covers were broken, the ring cover was contaminated, one printed circuit board flex was creased, the battery contacts were compressed, the ring was bent and the keyboard window was scratched.